Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The customer stated the grounding pad issue was with nurse having a difficult time finding connection on patient. There have been no further issues with any other cases. The system was working properly, and no additional action was required as the issue was resolved. A review of the site¿s system logs revealed no system related errors.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the grounding pad was turning red. The nurse contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported the grounding pad was staying red while connecting to the patient's thigh. The customer was using a megadyne ground pad and switched to the covidien and the ground pad remained red. The customer attempted to prepare the patient pad placement site and the grounding pad with no resolution. The customer placed a covidien ground pad on their arm, and it turned green; the issue appears to be isolated to the patient. The procedure was converted to open. Isi followed up with the initial reporter and obtained the following additional information: intuitive surgical, inc. (Isi) clinical sales representative (csr) spoke with staff and when they changed the grounding pad, everything worked fine.